Event description:
It was reported that there was no pacing and a possible perforation, which could not be ruled out by the x-ray. The lead was extracted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.